Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm on the insulin pump.

Event description:
Diabetes therapy associate reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was in the 400 to 500 mg/dl range. Customer treated their high blood glucose with a manual injection and the insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the no delivery alarm occurred during a large bolus delivery and basal delivery. Customer advised the no delivery alarm recurred constantly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.